Manufacturer narrative:
Despite multiple requests for additional information, no response was received. The lens was not available for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that following lens implantation in the patient¿s right eye, the lens optic was observed to be seated extremely posterior. The patient refracted +1.25+1.00 x 40 20/20 and on exam had a dense elliptical fibrosis and contraction. Patient complained that their distance and near vision had decreased since surgery. Surgeon felt that the hyperopia was due to this posterior lens position, secondary to the capsular contraction and dense fibrosis over the optic. A yag laser treatment was done at unknown date to remove fibrosis over the optic. Additional information was requested, but has not been received.